Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer and they resumed insulin therapy. Customers blood glucose was 350 mg/dl.